Event description:
It was reported that the patient was told in (B) (6) 2010 that her battery would last 6 weeks to 6 months. Since then, the patient has stopped feeling stimulation and her symptoms have returned. The patient stated that her physician told her that her battery would last 5 years.

Event description:
Caller reported that the aviva system gave a blood glucose result of 162 mg/dl at a time when the customer was symptomatic of hypoglycemia. Nurse treated with a 6-ounce soft drink. Retest result was 99 mg/dl 20 minutes after the aviva result of 162. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.